Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of the watchman access system along with the 2 watchman delivery systems (wds) for related complaints. Blood was on all devices as received. The hub, shaft, and tip were examined. There was a shaft kink 4.5cm from the tip of the device. The tip was damaged with delaminated, torn, and exposed liner material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) procedure was being performed. A watchman® access system (was) was positioned in the patient. A 24mm and 27mm watchman ® laa closure device & delivery system were used. One device was deployed and then recaptured and removed. The second device was then advanced and deployed and at that time a string like structure came out of the end of the was. The devices were removed and the procedure was aborted at the time. No difficulty was noted with either recapture. No material was left in the patient, the string like structure was observed coming out of the was outside the patient. No patient complications occurred. The patient was successfully implanted with a watchman ® laa closure device a week later.